Manufacturer narrative:
(B)(6). The customer handed over the device to a third-party repair service, and refused to provide additional information.

Event description:
It was reported by customer that the cs100 intra aortic balloon pump(iabp) had automatic inflation failure. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6(medical device code, investigation findings, conclusion).

Event description:
N/a.